Event description:
It was reported that the insulin pump alarmed motor error during rewind. It was stated that the device was rested and a new battery was installed. It was attempted to rewind and prime the insulin pump, but it could not rewind and the motor error alarm repeated several times. Troubleshooting was performed. Performed a displacement test and the insulin pump did not pass the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.